Manufacturer narrative:
Insulin pump was received with a broken force sensor and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had experienced a pump error during normal use. Blood glucose level at the time of the incident was 69 mg/dl. The customer was advised that the insulin pump would be replaced and to revert to back up plan. The customer greed to return the product for analysis.